Manufacturer narrative:
Product analysis: analysis of the programmer found that the stylus was damaged; the tip of the stylus was wobbly. The stylus was replaced. The lower case feet were also noted to be worn. The keyboard latch was found to be broken-keyboard was functional. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was received into service for repair and subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.